Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Manufacturer narrative:
Based on the information provided, the cause of the intra-procedure complication cannot be determined although the physician attributed the cause of the pneumothorax to "aggressive biopsy" technique. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the product and event details cannot be performed via system logs because system logs were not available at the time of this report. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a pneumothorax that required chest tube placement and hospitalization for 1 night. The placement of a chest tube and hospitalization are considered medical interventions to preclude permanent impairment, and thus, is a reportable adverse event. At this time, the cause of the root cause of complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a left lower lobe lung nodule and experienced a pneumothorax, requiring chest tube placement as well as hospitalization. The physician used a 21g flexision needle, a 23g flexision needle, compatible biopsy forceps and a cytology brush during the procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the pneumothorax was identified at the end of the ion portion of the procedure. The incident was not related to a malfunction of the ion product but due to "aggressive biopsy" technique with a small lesion. The patient required a chest tube placement and was hospitalized for 1 night in the hospital. The patient tolerated the procedure well and the post-interventional course was uneventful.